Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was noted that there was t-wave oversensing (twos) when the lead was programmed tip to ring. The lead configuration was reprogrammed to avoid twos. The lead remains in use. No patient complications have been reported as a result of this event.